Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units and stopped at the fill tubing with multiple cartridges. Reportedly, the customer was not seeing drops of insulin exit out of the end of the tube during filling. During troubleshooting with tandem technical support, the customer was able to complete the load process and resume insulin. The customer's blood glucose level was 433 mg/dl. The customer treated with a manual injection.